Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, initial testing noted 5 resets that occurred on the day of explant. Longevity calculations performed confirmed the device did not meet longevity. Detailed analysis confirmed the device pacing output amplitude of 5.0v was due to the autocapture feature which may change the longevity calculation of the device from one current operating bin to another, resulting in the unexpected ert declaration 6 months after the follow up session which indicated a ongevity remaining of 2.0 years. No further analysis was performed as no further information could be obtained from the device memory. Laboratory testing concluded the exact dates from ert declaration and the autocapture feature going into 5.0 v retry mode can not be confirmed due to resets occurring at explant.

Manufacturer narrative:
As of this report, the device has not been returned. Should this device get returned or should additional information become available, this report would be updated.

Event description:
Boston scientific received information that six months ago this pacemaker battery had two years remaining. Now the device is at end of life (eol). Autocapture has increased to 5v. The patient had not been exposed to any medical treatments. Technical services discussed the device may have a hard reset which is why the autocapture increased to 5v. The device was going to be replaced.

Event description:
The device was returned for analysis.

Manufacturer narrative:
When analysis is complete, this report will be updated.

Event description:
--